Event description:
Port-a-cath inserted in 2007. Became non-functional, and pt was brought to interventional radiology for declotting. Cath found to be fractured at entry site to subclavian vena cava, with free fragment in the right atrium of the heart. First attempt at retrieval via jugular and femoral approaches was unsuccessful. Pt admitted, and taken to interventional radiology for second attempt the next day. Fragment retrieved on second attempt. Pt was taken to the or for removal of the port. Pt has broken tip portion of the catheter. Port section secured by facility.